Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that converting a reverse total shoulder to a hemi. The metaglene, screws and glenosphere came detached from the glenoid. We removed along with the humeral cup. Implanted a cta hemi head. It was also reported that there was a loosening of the metaglene at the bone/implant interface. Doi: unknown; dor: (B)(6) 2017. Unknown shoulder.